Event description:
Health professional sent a medwatch reporting a band erosion and infection.

Manufacturer narrative:
Taper unknown. Office sent a medwatch report form to allergan without a medwatch number noted. It is unknown if the office also sent a form to the FDA. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. No additional information has been reported to allergan regarding the serial number or the implant date. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue." "Re-operation to remove the device is required."